Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision op notes. Op notes indicated revision due to failed metal on metal ion toxicity, pain, clicking and sense of looseness. There was unremitting pain with clicking noise, sense of loosening, corroborated elevated ion levels. Metallosis was also present. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number: 157460, item name: m2a-magnum mod hd sz 60mm, lot #: 699620; item number: 192515, item name: echo por fem red lat nc 15x155, lot #: 428220; item number: 139270, item name: m2a-magnum 52-60mm tpr insr +3, lot #: 221770. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -11022. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 6 years post-implantation due to elevated ion levels, pain and metallosis. Attempts have been made and no additional information is available.